Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2024 and barbed suture was used. The primary package of the suture was found damaged prior to use. The sterility of the device was compromised and there were unspecified issues with the seal of the sterile packaging. Changed to another one to complete the surgery. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: was the sterility of the device compromised? Yes. Please describe the sterile packaging: please refer to the event description, other information requested is unknown. Were there any issues with the seal of the sterile packaging? Yes. Are there any tears/holes in the sterile packaging? No. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2025 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former outside its packaging was received for analysis. Product code sxpp1a406. The complaint sample was not received for evaluation. Upon the visual inspection of the received sample. The foil packet was examined, and no damages were noted. The tray was open, and the suture was removed from the tray, and it was observed that the tray was intact. Overall, no problems related to the customer complaint were found during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.